Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump was removed due to infection. The catheter was also removed. A new device system was implanted in (B)(6) 2014. The device system was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.